Event description:
A 0.014 graphix guidewire was passed through the stent struts in the lad alongside the 0.014 luge guidewire which had been left in the diagonal branch to protect the ostium during deployment of the stent. Upon pulling back the luge guidewire the distal tip separated and remained in the very distal diagonal branch.